Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result surgical intervention was undertaken wherein the system was explanted and replaced with an scs system.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6504866. Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.